Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) - vantage (B)(4) ((B)(4),(B)(4), (B)(4)). It was reported that on (B)(6) 2024, a 23mm navitor valve was implanted in a patient. On (B)(6) 2024, during hospitalization but prior discharge an hemoglobin reduction was observed. The patient was transfused one unit of blood on the same day. It was also noted that the patient had atrial fibrillation at high response occurred, it was pharmacologically treated with amiodarone. The patient is stable.

Manufacturer narrative:
An event of atrial fibrillation and anemia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The patient has a medical history of hyperlipidemia and hypertension. Reportedly, prior to discharge, it was noticed that the patient had a hemoglobin reduction. Therefore, the patient was transfused one unit of blood. It was also noted that the patient had atrial fibrillation at high response occurred and it was pharmacologically treated with amiodarone. The patient is stable. Based on the information received, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.